Event description:
It was reported that the patient experienced uncomfortable stimulation and heating at the ipg site. The patient also experienced discomfort at the ipg site due to weight loss. Surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.